Event description:
The end users daughter states her mother was using a 95-2 shower chair. The aide was giving her mother a shower, the shower chair snapped in half causing her mother to fall to the bottom of the tub. The aide had to call an ambulance to assist in getting her up out of the tub.

Manufacturer narrative:
The end user did not seek any medical attention or go to the hospital. The 95-2 shower chair cannot be returned due to it was disposed of after the incident. The reporter provided a picture of the shower chair confirming that the seat split in half. The end user was (B)(6) lbs, which is within the weight limit of the device of 300 lbs. The shower chair was provided to the end user by the hospital. It is unknown if the chair had any previous damage prior to being used by the end user. The shower chair was over 20 years old.